Manufacturer narrative:
A needle that was broken at the attachment end was submitted for evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holder or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke at the swage part. No adverse patient consequences were reported.